Event description:
It was reported that shaft break occurred. The 83% stenosed target lesion was located in the left circumflex coronary artery. A 3.5mm x 8mm quantum maverick balloon catheter was advanced for dilatation. However, it was noted that the device was fractured. The device was completely removed and the procedure was completed with a different device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR. : returned product consisted of a quantum maverick mr balloon catheter. The device was microscopically and visually examined. The hypotube of the device has numerous kinks. There was a separation 60.4cm from the strain relief. There was contrast in the folds of the tightly folded balloon. The device also had tip damage. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The 83% stenosed target lesion was located in the left circumflex coronary artery. A 3.5mm x 8mm quantum maverick balloon catheter was advanced for dilatation. However, it was noted that the device was fractured. The device was completely removed and the procedure was completed with a different device. There were no patient complications reported and the patient status was stable.